Event description:
It was reported that the lead dislodged. The patient received inappropriate therapy due to oversensing. Lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.